Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer cleared the alarm and resumed insulin delivery. The customer declined tandem technical support's offer to troubleshoot to troubleshoot for the occlusion alarm. The customer's blood glucose level was not impacted.